Event description:
During a call to the baxter technical service center for assistance in clearing the patient lines, the patient reported he currently had peritonitis. During a follow up call on (B)(6) 2010, the facility nurse provided the following clinical information: the nurse confirmed the patient had a confirmed episode of peritonitis on (B)(6) 2010. The patient was not hospitalized. Interventions included cefazolin 1 gram every day intraperitoneal (ip) (length of therapy unknown) and gentamycin 40mg ip (length of therapy unknown). The patient was later changed to vancomycin 1 gram every week ip (length of therapy unknown). The patient has recovered from the event. The cause of the peritonitis was a break in aseptic technique and touch contamination. The patient has been retrained.

Manufacturer narrative:
(B)(4). The sample was discarded, therefore, no evaluation was performed. Should additional information be received, a follow up report will be sent. This is the first of three complaints related to this event.

Event description:
It was reported that the customer was hospitalized for high blood glucose levels. Troubleshooting was performed, and the insulin pump passed the prime test. Unable to conduct the high pressure test as there was no tubing clamp or hemostat available. Nothing further was reported.

Manufacturer narrative:
(B)(4). Root cause could not be determined. The lot number was not provided, therefore a batch review cannot be conducted. A batch review was performed on lot numbers h10h25016 and h10g2806, which were sent to the customer around the time of the incident, and no deviations were found. Baxter has conducted a trend review and found that similar reports have been received for the reported problem baxter will continue to monitor similar reports to determine if further actions are required.